Event description:
Pt "reported a loss of restriction." Pt went for several more fills over the next few months with the same results of no restriction. The implanting surgeon referred the pt to a gastroenterologist. An endoscopy and a fluoroscopy were performed. Results were emailed to the pt stating "the results of your tests show no sign of erosion, but you need a new port." Pt is searching for a new physician for explantation of the device. Device remains implanted at this time.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."